Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis (B)(6) 2018. Customer¿s blood glucose was 600 mg/dl at the time of hospitalization. Customer suffered from the symptoms like vomiting. Customer was wearing a pump at the time of hospitalization. The product will not return for the analysis.